Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a peripheral small crack by optic/haptic juncture noted. The lens remains in patient eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).